Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manufacturer (OEM). Please the updates in sections: g4, g7, h2 and h10. The DHR review of the e121-o manufactured june 2004, did not find any defects, nonconforming issue or any corrective action issues during the assembly build of the device

Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. The instruction manual states ''examine this device prior to use. Do not use if damage is found. Do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged.¿

Event description:
The user facility reported that during an urology procedure, the tips of two obturators broke off prior to insertion. No device fragments fell into the patient. The intended procedure was completed with a similar device. There was no patient injury reported. This is 2 of 2 reports.